Event description:
The customer reported being in the hospital eight times for the past three to four weeks and she believes the insulin pump was not functioning. Instructed the customer to check her blood glucose and it was 29mg/dl. The paramedics were called and kept the customer on line while the paramedics arrived. The customer stated that her doctor told her to have her insulin pump checked out. The customer was not connected to the infusion set during the call, and her last infusion set change was the day of the call. Reviewed the bolus history and it seems that all of them were correct. The time, date, basal rates, and bolus wizard settings were also correct. Reviewed the daily totals and found the basal total did not match where it should be. The customer denied having run a temp basal rate or having additional patterns or the pattern option turned on. The customer was not able to upload the insulin pump to the carelink due to the computer error. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testings. Programmed boluses and basals delivered and recorded properly during testing.